Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received the specimen consists of one each clinically exposed, damaged j3fc-xx-fs 80-035 guidewire; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents 3.97mm of the core wire protruding through the coil wraps at 1.91cm from the distal tip with offset coil wrap and kink damage. The j-form tail angle is relaxed to approximately 150.5 degrees, finger-straightening function is otherwise unimpaired by the damage. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the device and the information provided in the supporting documentation, handling factors appear to have impacted on the event as reported. If there is any additional relevant information received, a follow up report will be submitted.

Event description:
After unpacking the core wire was observed outside the coil near the j-tip of the wire.